Event description:
Customer reported, a remote panel error is being displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the remote panel connector. System operates as intended.